Event description:
The complainant alleged during biomed testing, the device displayed a "defib pad short" message constantly. The complainant indicated that there was no pt involvement in the reported malfunction.